Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. Per the evaluation, the sample was classified as poor condition and several tests could not carried out. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation of needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the foley catheter balloon would not deflate for the removal of the catheter. The catheter was cut in order to remove the foley catheter; however, the balloon would not deflate. No medical intervention reported. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon would not deflate for the removal of the catheter. The catheter was cut in order to remove the foley catheter; however, the balloon would not deflate. No medical intervention reported. Additional information has been requested.